Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Common device name) lrc; changer, tube, endotracheal. (B)(4). The event is currently under investigation.

Event description:
Juliano p. De almeida et al: bronchial injury and pneumothorax after reintubation using an airway exchange catheter rev bras anestesiol. 2013;63(1):107109. The above referenced journal article alleged that a (B)(6) male patient with oropharynx carcinoma was admitted to ICU for severe pneumonia and respiratory failure. He developed a severe acute respiratory distress syndrome (ards) and needed invasive mechanical ventilation. The patient was recognized as a difficult-to-intubate patient and an endotracheal tube (ett) was inserted through a fiber-optic bronchoscope. After one week of treatment, endotracheal cuff perforation was observed, reported as probably due to an altered airway anatomy and technique factors. The patient was sedated with fentanil, midazolam and paralyzed with cisatracurium. An aec cook 14 was used to perform the reintubation. There was no need to supplement oxygen through the aec. After reintubation, the patient presented acute worsening in oxygen saturation and decreased air entry and the right hemithorax was detected on auscultation. A chest radiography (cxr) was performed and revealed a large pneumothorax. A chest tube was inserted and an immediate improvement in oxygen saturation was observed. A repeat cxr confirmed correct position of the chest tube and re-expansion of the right lung. A bronchoscopy was performed and showed a posterior laceration in the right main bronchus. The patient was extubated the following day. After four days, the chest tube was removed. A cxr performed one day after chest tube removal revealed a small right upper pneumothorax, but the patient remained asymptomatic. No additional information was available at the time of this report.